Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did any pieces fall into the patient? No. Could you please clarify if there were any patient consequences? Nothing reported. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Nothing reported. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparotomy, trigger break when performing the first stapling.